Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient noticed possible infection after starting a new cancer drug. Furthermore, redness was also noted in the area. There were no additional adverse patient effects reported. The ctr-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to capture the product return date. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient noticed possible infection after starting a new cancer drug. Furthermore, redness was also noted in the area. There were no additional adverse patient effects reported. The ctr-d was explanted.